Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They received the previously mentioned letter from their hcp, but the letter did not specify a cause for the alarm. The letter speculated it might be internal oxidation. The patient was in the united states as of (B)(6) 2018, and was at the doctor's office awaiting their appointment. The patient was considering removal and did not know if they would have the pump replaced. The name of the hcp they were waiting to see was provided. Further information was requested from this hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative. It was reported motor stall was seen at initial interrogation. The patient did not recently have an MRI. The patient had intermittent motor stall and motor stall recoveries since 2018 (B)(4). The first stall occurred on 2018-(B)(4) with a motor stall recovery on 2018 (B)(4). Another stall occurred on 2018 (B)(4) with motor stall recovery on 2018 (B)(4). The patient had already gone through withdrawal. Any emi or magnetic interaction with the pump was denied. The hcp refilled the pump with saline and wanted to turn the pump to off state. The pump off password was provided. The pump was not being replaced. Additional information was received. The representative provided the drug information: hydromorphone, bupivacaine, and clonidine. The representative did not have the concentrations or doses of the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving clonidine of an unknown concentration at a daily dose of 225 mcg/day via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that the "pump went out" and stopped working but the patient did not realize at first and went through 6 days of hell and was in such bad shape that he did not realize the pump was beeping (starting (B)(6) 2018) and had never heard it before. The patient was currently in england and had been getting his pump filled there however they would not replace it, remove it, or anything and the patient thought they did not know how to turn it off because the pump was still alarming every half hour to 45 minutes. The healthcare professional (hcp) "cleaned it up" and filled the pump with saline. The hcp had changed the drug in the pump two weeks prior to the event occurring. The patient was planning to travel back to the united states in order to have the pump replaced but was not able to go back to implanting hcp. The earliest the patient would be back in the us was (B)(6) 2018. The patient did not know the reason for the pump alarm or why it stopped but his hcp in england was planning to write up a letter to the patient detailing what was determined to be the cause. No specific symptoms were mentioned and no further complications were expected or anticipated.